Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to wear and tear damage with customer mishandling and with increasing usage over time. The event can be detected by following the instructions for use (IFU) which state: warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found gap between acoustic lens and ultrasound probe. In addition to the reportable malfunction, the following were noted: due to wear of the forceps elevator lever, the upward/downward angulation control knob could not be locked securely; due to damage on the channel tube, water tightness was lost; the distal end had a scratch; the bending section cover had wear; and due to wear of angle wire, bending angle in up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported a hole in the working channel of the evis exera ii ultrasound gastrovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a gap between acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.